Manufacturer narrative:
This report is for an unk opta pro balloon. The product is not available for analysis. Add'l info will be submitted within thirty days upon receipt.

Event description:
The male received two bare metal smart control stents in the right sfa in 2002. Puncture site was ipsilateral. Straight vessel anatomy at lesion site. Lesion was de novo. Thrombus was present at site. Lesion was not calcified, eccentric, covering side branches, and 140 mm long. Reference vessel diameter was 6 mm, with 100% stenosis pre-procedure (visually estimated). Lesion was predilatated with an opta pro cordis (pta) (6 mm x 100 mm) at 8 atms, 60% stenosis after predilation. A dissection was then noted proximal and distal of the lesion. Post-dilation with opta pro cordis at 8 atms, 0% stenosis after postdilation. In 2008, the pt had an mi. Pt had an unk stent implanted in the rca since 1998. Pt had acute thrombotic instent restenosis which was treated with a cypher stent. The event was graded as unrelated to the implanted smart control stents.